Manufacturer narrative:
(B)(4).

Event description:
Diabetes coordinator contacted dexcom on (B)(6) 2015, to report a patient death that occurred on (B)(6) 2015. Patient was wearing dexcom continuous glucose monitor (cgm) at the time of the reported event. It was reported that the patient overrode his cgm alerts on (B)(6), (B)(6) 2015. Patient commonly had lows at night. Patient's low alert was set at 80mg/dl and his high alert was set at 215mg/dl. Patient had a history of sudden, severe lows and a history of repeatedly not carrying glucose or any other emergency items with him for treatment. Additionally, it was reported that the patient has been dealing with a possible infection and that his blood glucose (bg) is volatile. Patient was described as a "beanpole" with a high response to insulin. Patient had left his house after seeing a cgm reading of 175mg/dl. Diabetes coordinator reported that it is probable that the patient dosed to shoot for his target bg of 120mg/dl. Patient went out on a 4-wheeler to check water for his cattle in the frozen night. When patient's wife realized that he was gone for too long, she went out in the field. Patient had gone off of an embankment and was already dead. Patient's wife performed cardiopulmonary resuscitation (CPR) until the emergency medical technician's (emt) arrived. Patient was not taken to the hospital. Cause of death was reported to be a hypoglycemic event. No additional event or patient information is available. The complaint states that the patient expired as a result of a hypoglycemic event. It should be noted that diabetes mellitus is a known cause of death. However, a conclusive root cause cannot be determined without a certificate of death.